Event description:
Adverse event(s): "double and distorted vision" (diplopia), (vision, impaired). Product problem: "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient experiencing double and distorted vision following intraocular lens (iol) implant surgery. The iol was implanted one year ago by another surgeon. In a follow-up, the surgeon reported that the patient's monocular diplopia continues and a "few drusen near the fovea" was noted. There were no surgical or medical interventions done.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/24/2010 and 05/04/2010 by phone, fax, and mail. A completed questionnaire was received on 05/10/2010. (B) (4). (B) (4).